Event description:
Following the information provided in the user-facility medwatch report number (B)(4), the airpal was used to transfer patient from cart to bed. The individual was larger and body weight was unevenly distributed (top heavy). As mattress was inflating, the patient started to sink to one side and slide on the mattress. The nurse was at the side of the device and prevented patient slipping off the mattress. No injury was reported.

Manufacturer narrative:
Analysis of the case allowed to conclude that the described scenario relates to a transferpad that was not properly placed before starting the transfer. The air distribution and inflation is dependent on the correct alignment of the patient on the center of the mattress. The airpal device uses a cushion of air under the mattress to facilitate lateral movement of patients, by low air loss through the perforations. The perforations on underside of the mattress will not spread air evenly if the patient is incorrectly placed because only a small portion of perforations on underside of the mattress will be open for air flow. Incorrect placement of the patient in relation to the airpal mattress is considered a cause of all complained symptoms. The user manual for airpal includes the following information related to the mattress perforations and intended position of the patient on the device during transfer: - "the underside is perforated for air release. Upon inflation on a typical hospital bed, a "cushion" of air is formed upon which the patient is moved almost effortlessly." - "to ensure the safest and most efficient transfer, the patient should be on the center of the transferpad. If the patient is off to one side, repositioning of the transfer pad will be necessary." Arjo device was used for a patient handling when the event occurred and from that perspective it played a role in the event. There was no indication of any malfunction on the airpal mattress. This complaint is deemed reportable in abundance of caution due to risk of patient fall from the device.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided the airpal was used to transfer patient from cart to bed. The individual was larger and as mattress was blowing up, it started to sink to one side. Patient started to slid off the mattress. The nurse was at the side of the device and prevented patient slipping off the mattress. There is no indication of any injury.